Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation it was noted that the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. The patient was pacemaker dependent and exhibited pauses and symptoms of pre-syncope. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The event of noise was not confirmed. Final analysis found that the complete lead was returned in two pieces. Electrical testing found an internal short between conductor paths due to procedural damage to the inner insulation. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.